Manufacturer narrative:
Results: the returned lantern was fractured at approximately 87.0 cm from the hub. The device was kinked at approximately 90.0 cm from the hub. The distal shaft was ovalized at approximately 132.0 cm ¿ 135.0 cm from the hub. Conclusions: evaluation of the returned lantern confirmed a fractured. If the device is forcefully retracted against resistance, damage such as a fracture may occur. The complaint indicated that the lantern and non-penumbra catheter were caught in between the stent struts and resistance was experienced while retracting to reposition the devices. Subsequently, the lantern was fractured upon removal. Further investigation revealed a kink and an ovalization on the lantern. These damages were likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01833.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01833.

Event description:
The patient was undergoing a coil embolization procedure in the common iliac artery to treat two aneurysms using a lantern delivery microcatheter (lantern) and pod packing coils (pod pcs). During the procedure, the lantern and a non-penumbra catheter were advanced through a non-penumbra sheath to the right common iliac artery. An angiogram was performed and showed the pre-existing stent placed in the one of the aneurysms was undersized in diameter and was a self-expanding stent. Next, a pod pc was placed within the self-expanding stent, followed by a ruby coil. Afterwards, the lantern was retracted and placed behind the stent within the aneurysmal portion. Another pod pc was then placed in the aneurysm; however, the pod pc traveled distally into the internal iliac artery due to high flow. Therefore, the physician decided to complete a stent graft deployment of the left iliac artery to exclude the forward flow. While retracting to reposition the catheter and lantern, the physician experienced resistance, and both devices were caught in between the stent struts. Upon removal, it was noticed that the lantern was broken. Next, the physician selected the hypogastric artery and used a catheter and snare device to successfully capture and remove the migrated pod pc. The procedure was completed using a new lantern and additional ruby coils. There was no report of an adverse effect to the patient.